Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. No malfunctions were found during investigation.

Event description:
This report summarizes <noe> 81</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-91 years of age and between 28 and 300 pounds. Of the reported patients, 30 were male, 50 were female, and 1 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 81 allegations of a malfunction, 61 pumps were returned to animas and investigated. No malfunctions were found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-91 years of age and between 28 and 300 pounds. Of the reported patients, 30 were male, 50 were female, and 1 were unknown.